Manufacturer narrative:
Na

Event description:
Patient alleged that he woke to an odor. He reported that the power cord appeared to be aflame, however, the flame extinguished itself when the power to the device was turned off. The patient was using the device at the time of the reported event and did not report any harm as a result. The patient has thrown the device away and therefore, is unable to return it for investigation. The alleged failure has not been confirmed.